Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). The fse found traces of liquid contamination inside the filter's chamber of the air gas module. The device was repaired by replacing the air gas module. The reported failure could be confirmed in the received photo. The air gas module regulate the inspiratory gas flow and gas mixture. The [mold/deposition/liquid contamination] in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's external compressor. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the [ventilator/anesthesia workstation] must not be exceeded.

Event description:
It was reported that the ventilator was inoperative. Water was noted inside the air gas module. There was no patient involvement. Manufacturer's ref #: (B)(4).